Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the thickness control lever was loose and the head and control bar were damaged. The control bar, bearings, control lever, machined head, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the unit was not working. After evaluation, it was determined that the device's thickness control lever was loose. There was no harm or injury to the patient and no delay was reported. Due diligence is complete. No additional information is available. No adverse event reported.